Event description:
Complainant alleged that the paramedics and emt squad arrived simultaneously to the side of a 56 yr old male pt in ventricular fibrillation. The pt had a cardiac arrest witnessed by bystanders. There was no bystander CPR intervention for the 10 to 15 minutes prior to the paramedics arrival. Upon their arrival on the scene, the paramedics found the pt in ventricular fibrillation and attached a laerdal saed (not a zoll product) and the zoll monitor to the pt. The pt rec'd als intervention, including five shocks delivered by the laerdal product. According to the medics, at this point the ventricular fibrillation wave form was of such low amplitude that the saed did not determine the rhythm to be shockable. The paramedics then decided that the pt's fine ventricular fibrillation could possibly benefit from defibrillation. The paramedics were unable to manually deliver a shock at 360 joules allegedly because the zoll defibrillator displayed a constant "paddle fault" message. The medics were able to deliver one 200 joule shock with the device, but were not able to deliver subsequent shocks. The medics turned the power off and on again in an attempt to make corect the fault, but the device continued to display the same message. The pt subsequently expired.